Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump auto-changed the date to the incorrect year 2013. The pump time setting remained correct, however the date would change to the incorrect year. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be consistent until (B)(6) 2012; the date was manually changed to (B)(6) 2013. A timekeeping accuracy test was performed; the pump was found to be keeping time accurately.